Event description:
Related to MFR reports 2183959-2011-00047 and 2183959-2011-00046. (B)(6); study subject (B)(6), was implanted on (B)(6)-2009 with a monarc sling on (B)(6)-2009, the pt reported post operative pain in rectum, anus, buttock and perineum. She was examined and treated with doxycycline and flagyl for possible infection. On (B)(6)-2009, she reported pain in the tailbone area and sharp spasms with urination, treated with toviaz.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.